Event description:
The customer reported that a monitor gave inaccurate spo2 measurement data and invalid spo2 desat alarms.

Manufacturer narrative:
The hospital biomedical engineer called the french response center and alleged that the monitor provided inaccurate spo2 measurement data and invalid spo2 desat alarms compared to blood gas measurement. The event date was provided as (B) (6) 2008. The incident timeframes were provided as 11:30 and 14:40. The field service engineer (fse) visited the customer site and tested the device post incident. The device was found to be performing to specifications and providing alarms as appropriate for simulated pt conditions (including bradycardia, asystole, and respiration limit violations). Normal functionality of the spo2 measurement parameter and alarms was also verified using a metron qa-150 simulator. Pt strips were provided for review and analysis. The fse retrieved and forwarded log files for review. A review of the strips provided shows that the device recognized and alarmed for red desat events at 11:35 and 14:39 on (B) (6) 2008. The log files also show desat events at 11:35 and 14:39 on (B) (6) 2008, as well as at other times throughout the day. The customer indicated that blood was drawn at 14:39 on (B) (6) 2008 for analysis. The blood gas analysis report (time stamped 15:46 on (B) (6) 2008) shows an o2 saturation value of 90%. The exact time of the sample cannot be confirmed, and therefore it cannot be directly compared to the provided spo2 values. It was confirmed that the nbp cuff was placed on the same limb as the spo2 sensor. Note that placing the nbp cuff on the same limb as the spo2 sensor can impact spo2 measurement accuracy. It should be noted that there are pt physiological factors that can impact the accuracy of the spo2 measurements. Though we have not determined that there were any erroneous readings or that user error had any impact on the readings, this is not being considered a device malfunction. (B) (4).